Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient¿s relative contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 10:30am. The patient reported obtaining blood glucose readings of ¿178 mg/dl¿ with the subject meter and ¿48 mg/dl¿ on the other device, performed more than 30 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The reporter informed the csr that the patient manages his diabetes with a fixed dose of insulin. It is not known what action, if any, the patient took in regards to his usual diabetes management regimen in response to the alleged issue. The reporter stated that one and a half hours after the alleged issue started the patient developed ¿fatigue" and became "incoherent¿. The reporter claimed the patient was hospitalized as a result of the alleged issue and was treated with food and/or drink. The reporter denied that the patient¿s blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional treatment for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips involved with this complaint both passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.